Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in om1 with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with cutting balloon angioplasty and placement of a 2.5 x 8 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no complications reported and the pt was discharged on the 4th day on plavix and aspirin. The pt was readmitted in about 3 months later with increasing chest heaviness with exertion and at rest. Cardiac enzymes were within normal limits. Per the admission history & physical, the pt had a stress test that showed a moderately large area of ischemia in the lateral wall, and the pt was referred for further evaluation. Cardiac catheterization in the same day revealed: lmca - free of significant disease, lad - mild diffuse disease, lcx (target vessel) - marked instent restenosis in om1; 60-70% stenosis in the av groove circumflex, rca - mild, diffuse disease. On the same day, the pt underwent pci with 2 cypher stents placed in the circumflex and om1 in a "v" configuration. The av groove circumflex was originally jailed by the previously placed taxus stent. The cypher stent was deployed through the side struts of the taxus stent. There were no reported complications and the pt was discharged the next day.